Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead failed to capture. The patient came into clinic for an assessment, and via a computerized tomography (CT) scan, it was discovered that the rv lead had perforated the heart and entered the pericardial sac. The patient reported symptoms of discomfort. The rv lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of cardiac perforation and failure to capture were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray examination showed that the inner coil at the connector region was overtorqued consistent with procedural damage. After cleaning and applying torque to the connector pin, the helix could be extended and retracted. Analysis was normal. No anomalies were found.